Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that when attempting to charge charger, patients charging cable and a port on patient's charger melted. Patient experienced no harm. Product was replaced to address the issue.

Manufacturer narrative:
The event of charger damaged/burned was reported to abbott. Patient reported they looked at the charger and saw that the charger cord was melted/burned, and the charger port was melted. Issue resolved with a replacement charger and cord. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.